Event description:
It was reported that the catheter balloon was unable to inflate during pretest due to water leakage. Per additional information via email from ibc on 13oct2020, there was no visible damage to the returned sample.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. No root cause could be found because the reported event was unconfirmed. Visual inspection noted the exterior of the sample and did not find any evidence of a failure that would support the reported event. Functional testing was performed inflating with air while submerged in water and noted no air bubbles leaking from the catheter. Inflated with 10ml of water and performed leak test. On the seventh day, the balloon was fully inflated with no signs of leaking. Dissected and inspected rubberize layer and confirmed no leakage along the rubberize layer of the lumen. The returned sample met specification. A potential root cause for this failure mode could be, ¿manufacturing related due to operator error/ mechanical error/ thin rubberized layer." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was unable to inflate during pretest due to water leakage. Per additional information via email from ibc on 13oct2020, there was no visible damage to the returned sample.